Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the bipolar energy seemed to be normal for about 45 minutes into the case, then the erbe generator had low energy and less tissue effect. The customer changed the blue cord and instrument with no change. The site asked for a field service engineer (fse) to check the erbe generator. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the erbe generator had low energy, an investigation is in progress to determine the cause of this reported event. An intuitive field service engineer (fse) went on site to investigate the reported issue. The fse found that there were outside instrument error codes, but no issues with low energy output. The erbe generator was replaced to resolve the reported issue. Intuitive surgical inc (isi) has received the erbe generator; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: there was a reported issue that occurred against the erbe generator during a da vinci-assisted procedure. It is unknown if the erbe generator had to be replaced in order for the procedure to be completed. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical generator unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate nor confirm the customer reported complaint of ¿low bipolar energy¿. Upon visual inspection, the returned unit was found to be in good condition. The iesu unit was placed on an in-house system and the unit energized and cauterized, and all ports recognized the instruments. The complaint regarding the erbe generator had low bipolar energy was not confirmed based on failure analysis.